Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "initial stinging sensation on initial use, then rash developed over the next 48 hrs. Presented to the emergency department and was given antihistamines." Patient was treated with IV toramycin & IV merapenum, nebulised colistin &nebulised tobramycin.